Event description:
An aus device was implanted on 08/30/83. Information received on 07/29/97 indicates the entire device was previously removed, date not indicated, due to infection. Ams has requested additional information.